Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023 to treat knee pain. During a follow-up visit on 06nov2023 the patient reported no longer receiving therapy. Fluoroscopy imaging found that the implantable pulse generator (ipg) had migrated inferior and posterior from it's original implant location on the anterior thigh. A surgical revision was performed on (B)(6) 2023 to move the ipg back to the preferred position and depth. No components were replaced during the revision, only repositioning of existing components.

Manufacturer narrative:
There is no indication that the nalu system or components failed or malfunctioned, as evidenced by continued use of the system. Migration of implanted components is a known inherent risk of implantable neuromodulation systems.